Manufacturer narrative:
The suture mediated closure (smc) system was returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents. The cause of any difficulty cannot be determined due to the condition of the device and insufficient information. The posterior cuff tab is bent indicating a possible posterior needle to cuff miss. The subsequent treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted with a proglide device after a cryoablation interventional procedure using a 7f sheath. Reportedly, an unknown failure occurred. An additional perclose device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.